Event description:
The customer reported to beckman coulter (bec) that there was a leak on the left side of the coulter lh 750 hematology analyzer. The volume of the leak was a few ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a leak between the fitting (ff15) and valve (vl61). The fse replaced the fitting and the hard walled and blue stripe tubing through valve vl61 that fixed the leak. Failure mode was related to a leak between the fitting (ff15) and valve (vl61). (B)(4).